Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Also, it was noted that the customer had trouble connecting the infusion set tubing to the luer lock. However, the customer was able to get the tubing to connect to the luer lock. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
Loose luer lock connection: (B)(4). The investigation has been completed and the malfunction alarm was confirmed. In addition, a different issue was also found.